Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 203mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. It was unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed; it may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and stained end cap sticker.